Event description:
Additional information received from a healthcare provider (hcp) reported that there were no symptoms related to the reported battery depletion. The cause of the battery depletion was determined to be due to the patient had psychiatric illness exacerbate and demanded the interstim be removed.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v850461, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient (B)(6). (B)(4).

Event description:
A healthcare professional reported via a medwatch that a patient implanted for gastrointestinal/pelvic floor had an implantable neurostimulator (ins) malfunction due to a depleted battery. It was noted that the device failed and was removed. No follow-up contact, event cause, symptoms, or troubleshooting were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be sent. See attached user facility medwatch.